Manufacturer narrative:
The vaporizer was returned and tested and evaluated, and it was confirmed that there was an anesthetic agent leak, just as the customer described. It was observed that the internal metal valve plunger of the filling port did not close tightly, there were obvious signs of damage on the internal metal valve plunger of the filling port and its mating parts. In conclusion, excessive force was applied when inserting the anesthetic agent bottle during the filling process, the internal metal valve plunger of the filling port and its mating parts were damaged due to the impact, and such damage led to leakage.

Event description:
The customer reported on october 18 approximately at 7:30 am, that when the v90 sevoflurane electronic vaporizer of the a9 anesthesia system was started, the clinical staff smelled an anesthetic odor and then felt dizzy and unwell. No patient injury was reported.

Event description:
The customer reported on (B)(6) approximately at 7:30 am, that when the v90 sevoflurane electronic vaporizer of the a9 anesthesia system was started, the clinical staff smelled an anesthetic odor and then felt dizzy and unwell. No patient injury was reported.

Manufacturer narrative:
Mindray obtained and analyzed the log of the day when the event occurred and found that during the period from activating the vaporizer to shutting down the anesthesia system, the concentration output of sevoflurane anesthetic to the patient was normal and the ventilation performance of the anesthesia system was normal. In view of the customer's feedback that the anesthetic smell was detected, it is preliminarily suspected that the anesthetic in the vaporizer leaked into the surrounding environment. Therefore, it is necessary for mindray to conduct more detailed tests and in-depth analysis of this vaporizer. Currently, the vaporizer is on its way back to mindray from the client side. When further investigation results are available, mindray will provide an update on the investigation.